Event description:
During manufacturer product analysis of a vns generator explanted for reported end of service, it was identified the supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 1.91 years remaining before the eri flag would be set. The battery voltage during the analysis was .250. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined.